Event description:
It was reported that a pt underwent a successful x-stop procedure. The pt had moderate to severe stenosis. The pt and physician were very happy with the outcome of the procedure and the pt experienced relief. The position and placement of the device "was perfect." Approximately a month and a half post-procedure, the pt experienced symptom recurrence. The x-stop was removed and a hemi-laminectomy was performed. Reportedly, "the pt is doing better." No additional info was reported.

Manufacturer narrative:
Device not returned, follow-up conversation with company representative.